Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the clip could not be used/fired due to a fixation issue in the jaw area, which caused it to become stuck." No medical intervention required. The patient status is reported as "fine."

Event description:
It was reported that "the clip could not be used/fired due to a fixation issue in the jaw area, which caused it to become stuck." No medical intervention required. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. R & d was consulted for the visual inspection. Visual examination of the returned sample revealed one closed clip stuck in an unnatural position in the jaws. The clip retention tab was also bent extremely out of place. The trigger was returned not engaged. No other defects were observed. There was biological material observed on the device. Functional testing was performed with the assistance of r & d. The jammed clip was removed, and the trigger was actuated to ensure the functionality of the jaws. The jaws functioned as normal; however, no clips fed into the jaws, and the feeder was not activated. There was no ratchet mechanism interaction when the trigger was actuated. The device was then disassembled, and the trigger ears were observed to be broken off from the trigger. The clips were also observed to not be in their correct spots in the channel and there was some clip stacking near the feeder box. The feeder was also observed to be pushed down into the channel and slightly twisted instead of resting flat on top. 10 clips were remaining in the device, indicating that the customer fired 5 clips. No damage was observed to any other parts of the device. R & d determined the cause of the bent feeder tip and broken trigger ears was due to the twisted feeder. The twisted feeder is a condition in which a single or multiple feeder support tabs get depressed sub-flush of the channel feeder tracks. This condition causes increased internal friction between the feeder and the channel, requiring more force to acuate. This increased friction leads to added stress on the entire system. In this case it resulted in broken trigger ears, clip stacking and improper clip loading. The cause of the twisted feeder could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. The reported complaint was confirmed based on the sample received. One clip was observed to be stuck in the jaws in an unnatural position, due to the clip retention tab being severely bent out of place. When the trigger was actuated no ratchet mechanism was heard and the feeder did not engage. No proper functional testing could be performed on the device due to the damage. R & d was consulted regarding this complaint while disassembling the device. The trigger ears were observed to have been broken off the trigger. Clip stacking was observed near the box and the feeder was observed to be twisted and pressed down into the channel. No other defects or anomalies could be found with the device. R & d determined the cause of the bent feeder tip and broken trigger ears was due to the twisted feeder. The twisted feeder is a condition in which a single or multiple feeder support tabs get depressed sub-flush of the channel feeder tracks. This condition causes increased internal friction between the feeder and the channel, requiring more force to acuate. This increased friction leads to added stress on the entire system. In this case it resulted in broken trigger ears, clip stacking and improper clip loading. No conclusive reasoning was determined for why the feeder had become twisted and pressed down into the channel. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For these reasons, r & d concluded the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature.